Event description:
It was reported to boston scientific (bsc) in 2007 that a customer encountered problems during use of a detachable coil. According to the customer: "the coil (device in question) was repositioned twice and then the coil (device in question) was prematurely detached with 2 loops in the parent vessel (vertebral artery left just above the pica without any deficit to the patient)."

Manufacturer narrative:
Only the pusher wire from the device system was returned to the manufacturer- the coil (device in question) remains implanted.